Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel was turned off due to faulty circuit board, chipped led of the measured pressure display of the front panel and tube pressure sensor error e03. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the front panel led was turned off with an alarm because abnormal operation of the pressure sensor on the main board was detected, and the display of pressure did not display properly due to faulty front panel unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: due to word limit, the name of the facility should be (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had faulty display and the pressure did not display properly. The issue was found during set up for use. There were no reports of patient harm.